Event description:
A trilogy 100 was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a proximal pressure sensor calibration test step during testing and an error code related to the proximal pressure sensor drifting so much that the device cannot adjust for it was observed. A mis-assembly in the tubing length was found to be the issue, the tubing length was reworked to address the issues.

Manufacturer narrative:
The reported test step failure and error code related to the proximal pressure sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.